Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 6 additional reports, all related to implant loosening. Total for lot number: 7 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95, by product family: 155 (108x smartset gmv, 47x smartset ghv).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/06/2018. Medical records reviewed for MDR reportability. Left attune total knee was revised to address possible aseptic implant loosening of the tibial base plate, subsequent to a fall, which led to a valgus deformity. There was felt to be the possibility of loosening of the tibial component. Revising surgeon indicated that the tibia was loose, that he used an osteotome and gently inserted it beneath the tibia implant and lifted it off of the tibia without using a mallet. It was not clear in his report if this loosening occurred at the cement to implant interface, the cement to bone interface, or both. The femur and the patella components were well-fixed and not revised. Doi: (B)(6) 2017; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Medical records alleges adhesion and valgus deformity